Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This complaint has been reviewed and the following corrections have been made to reflect the death in section h(6) health effect - impact code. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient expired. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.